Event description:
Additional information received on 25dec2018. The physician encountered resistance during insertion of the ncircle tipless stone extractor.

Manufacturer narrative:
Additional information: event, concomitant medical products.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cystoscopy procedure, the user opened the package and checked the integrity of the device by opening and closing the basket. While testing the ncircle tipless stone extractor the user found the basket could not be closed. As second ncircle tipless stone extractor was opened and the user needed to use extra force to open and close the basket which caused difficulty to catch the stone. The user withdrew the device from the patient and use a third device to complete the procedure. As reported, the patient did not require any additional procedures and the patient did not experience any adverse effect due to this occurrence. The first basket failure reported in this MFR report. The second basket (hard to open and close) is being reported in MFR report # 1820334-2018-03792.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device returned to manufacturer for investigation. Returned packaging confirms lot number 9008930. The device was returned with the handle and the basket formation in the open position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. Functional testing found with device in straight position the handle actuated the basket formation to open and closed position. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records shows that one other complaint was received on the complaint device lot # 9008930 from the same customer during the same procedure. The other complaint was confirmed and determined to be the result of sheath damage. The instructions for use (IFU) contains the following precautions: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be functional, with the basket opening and closing when the handle was functioned. The device was free from damage. The reported issue of the basket not closing could not be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.